Event description:
It was reported that during the attempt to deploy a mini vision stent into the lcx, the stent came off the balloon. The stent was found in the lad within a previously placed stent. A new stent was crushed against the old stent. No pt effects were reported.